Manufacturer narrative:
Per t:slim x2 user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 70 mg/dl due to over correcting via a bolus with the pump. Carbohydrates and juice were consumed. In addition, the customer was reportedly still getting used to the pump.